Event description:
It was reported that after an unspecified interventional procedure, arteriotomy closure of a moderately calcified right common femoral artery was attempted using a starclose se device. Reportedly, after cannulation of the vessel, the subcutaneous tissue tract was enlarged down to the vessel by making a small skin nick and spreading open the subcutaneous tissue. After successful clip deployment, bleeding continued. Manual arterial compression was applied for one hour and a non-abbott mechanical compression device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4).it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint handling database could not be conducted because the lot number was not provided. Based on the review, no product deficiency was identified.reportedly, the common femoral artery was moderately calcified. The special patient populations section of the starclose instructions for use states: the safety and effectiveness of the starclose vascular closure system has not been established in patient with femoral artery calcium which is fluoroscopially visible at the access site.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Use in a calcified vessel. The customer reported the common femoral artery was moderately calcified. Use of the device in the presence of calcified plaque may prevent the clip tines from properly deploying or may prevent the clip tines from properly capturing the outer surface of the common femoral artery. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information.